Event description:
A customer reported that the equipment displayed a system message and the screen turned itself off during a cataract with intraocular lens implant procedure. It was noted that the cassette was reused. The procedure was completed with the same equipment and accessories following a delay of more than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of the system's event log was unable to confirm the reported event. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).